Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Blood glucose value at the time of the event was 280 mg/dl. The customer was treated with manual injection and insulin pump (subcutaneous insulin infusion). And also reported having trouble with the infusion set and reservoir. 2 infusion sets and were clogged. The event involved product(s) mmt-326a, mmt-864a, mmt-1880. Troubleshooting was performed. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-326a. No product return is required for mmt-864a. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with display anomaly-flashing mdt logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to display anomaly-flashing mdt logo. Unable to download history files/traces using thump and unable to upload using carelink due to display anomaly-flashing mdt logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, force sensor and motor home switch. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a depleted duracell alkaline battery installed. No damage noted on the battery cap. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 20-mar-2023 in the pump history file due to display anomaly-flashing mdt logo. Unable to perform the history review 1 week prior to the 20-mar-2023 due to display anomaly-flashing mdt logo. Unable to perform the functional test due to display anomaly-flashing mdt logo. Unable to confirm alleged high bgs/hyperglycemia. Display anomaly-flashing mdt logo confirmed during analysis due to corroded pcba 2. Upload error confirmed (unable to download history files/traces using thump and unable to upload using carelink due to display anomaly-flashing mdt logo). For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.